Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the lens was opacified. Additional information was requested and provided that the reason for her progressive decline in visual acuity is from her iols. Since she is post-yag in one eye, I have referred her out for iol exchange.

Manufacturer narrative:
The complaint history and product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter, for further investigation. The manufacturer internal reference number is: (B)(4).